Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage on terminal end. During the procedure the physician was unable to get a coronary wire to thread through the lead either front or back loaded with multiple wires. Moreover, it appeared that it was unable to pass through an area in the terminal pin however this could not be verified. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage on terminal end. During the procedure the physician was unable to get a coronary wire to thread through the lead either front or back loaded with multiple wires. Moreover, it appeared that it was unable to pass through an area in the terminal pin however this could not be verified. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm wire insertion difficulty based on a wire insertion failure near the distal end of the terminal pin in which resistance was felt, indicating a deformed e1 coil. An x-ray was taken that shows a deformed e1 coil. Further, unintended use error was based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.